Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after a diagnostic procedure. Reportedly, during plunger removal of a cuff miss occurred. After removing the device it was observed that the knot was formed; however, the rail suture did not go through the knot. It was also observed that the suture did not go through the knot. The proglide was removed and a second proglide was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.